Event description:
It was reported by the affiliate that the (1) tcr75 was used during a bowel resection procedure. It was reported that there were leaks following the second firing of the tlc75. It was reported that a pt death may have been associated with this case. It was reported that all of the reloads came from the box.